Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor, unable to perform the insertion test due to the customer returned the needle separated from the sensor base. Unable to confirm adhesive anomaly to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had an infection at their sensor insertion site. The patient's blood glucose at the time of incident is unknown. The customer has also lost a few more sensors and would like them replaced due to the infection. No products were returned and two replacement sensors were shipped to the customer.